Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient underwent stent-assisted coil embolization of an aneurysm located at left middle cerebral artery (mca), main branching (trifurcation) with the subject coils. It was observed that coil protruded into the branch due to large neck configuration of the aneurysm and a thrombus formed at the neck of the aneurysm. Administration of abciximab and placement of a stent was performed. There were no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information there was coil protrusion into the branch due to large neck configuration of the aneurysm that led to thrombus formation. An assignable cause of procedural factors will be assigned to the reported main coil protrusion and patient vessel thrombosis, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that a patient underwent stent-assisted coil embolization of an aneurysm located at left middle cerebral artery (mca), main branching (trifurcation) with the subject coils. It was observed that coil protruded into the branch due to large neck configuration of the aneurysm and a thrombus formed at the neck of the aneurysm. Administration of abciximab and placement of a stent was performed. There were no clinical consequences to the patient.